Event description:
During the pre-use check, the ventilator failed to cycle. The low expired minute volume alarm activated. There was no pt involvement or incident. Due to the age of the ventilator, the unit has been removed from service until a decision can be made whether to retire the unit or repair the unit.